Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery handpiece device was trigger / slider was broken. In addition, the bearings, shaft and engine were worn and the motor ran rough. It was further determined that the device failed the following pre-tests: check proper function of the trigger, check the fitting of the lid, check function of all modes, check response of on/off trigger and check performance. It was reported in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the magnet holder was broken, therefore the device would not start by pressing the trigger. Additionally, the protection ring was not properly adjusted and the housing was found to be deformed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the design being faulty. A CAPA has been initiated to address this issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.